Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. On the day of the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal, physioneal and nutrineal therapies remained ongoing. At the time of this report, the patient had remained hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that extraneal therapy was discontinued. It was not reported if the patient had fully recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.